Event description:
Additionally healthcare professional noted the capsular contracture is baker grade IV.

Manufacturer narrative:
The reason for reoperation was capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unspecified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "bilateral capsular contracture, smaller and concern for alcl." This record is for left side. The device has been explanted.